Event description:
It was reported that the patient experienced an infection on the right chest and scalp and the implantable neurostimulator (ins) was exposed. The system was explanted. There was no patient death and the patient recovered without sequelae.

Manufacturer narrative:
Concomitant products: product ID: 3389-40, lot# serial# b0495015k, implanted: (B)(6) 2007, explanted: (B)(6) 2014, product type: lead. Product ID: 3389-40, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2014, product type: lead. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2014, product type: extension. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2014, product type: extension. (B)(4).

Manufacturer narrative:
(B)(4)